Event description:
Information received regarding the explanted device notes phantom programming. The device changed to aai mode upon magnet placement and removal. Emergency vvi and return to standard were not successful. There were no consequences to the patient.